Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touchscreen passed all of the resistance ratio testing, as well as the flex cable resistance verification testing. The pil technician was not able to confirm the problem allegation. The touchscreen was verified as fully functional; no problem found.

Manufacturer narrative:
H10: multiple attempts have been made on 07/19/2023, 08/02/2023, and 08/07/2023 to try to obtain further information about the device use at time of event, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. H11: component code grid has been updated with the correct replaced part (the touchscreen was replaced to resolve the reported issue).

Manufacturer narrative:
E1: reporting address state: 06. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an issue with the touchscreen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem and replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation is ongoing.